Event description:
After npwt utilizing a pico7 was continued a few days with no problem, the dressing was exchanged to new one. Then, it was confirmed the dressing was not compressed when the start button was pushed. It is unknown whether the indicator lump illuminated or not. The treatment was continued with another pico7 kit. No patient harm. No delay. The device will be returned for investigation.

Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. On this occasion we are unfortunately unable to reach a definitive root cause of the problem. To avoid air leak issues, it is important to ensure that the port is adhered to the dressing correctly, the connector is properly secured to the pump and the tubing is not folded over which could cause a blockage. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.